Manufacturer narrative:
The sureform 45 reload will not be returned. Images provided by the customer were reviewed. The images show various sureform reloads with damage to the cartridge at the proximal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, small particles from a sureform 45 reload (unspecified color) fell inside a patient. The fragments were successfully retrieved during the same surgery and it was confirmed visually that all fragments were collected. No additional surgical procedure was required for fragment removal, and no post-operative tests such as x-rays or ultrasounds were conducted to check for remaining fragments. The procedure was completed robotically without the need for a backup stapler reload. The patient has not returned to the hospital due to post-surgical complications. The stapler reload is not available for return.